Event description:
The customer complained of an erroneous high result for 1 patient sample tested for elecsys troponin t stat assay (troponin t stat) on a cobas e 411 immunoassay analyzer. The initial result was 0.29 ng/ml. This result was reported outside of the laboratory. The sample was repeated and the result was < 0.01 ng/ml with a data flag. The customer repeated the sample again with a result of < 0.01 ng/ml with a data flag. The repeat results were believed to be correct and the initial result was amended. The patient was admitted to the hospital; however, there was no allegation that an adverse event occurred due to the device. The troponin t stat reagent lot number was 36573300 with an expiration date of 30-nov-2019. The field service engineer (fse) visited the customer site and found the tubing for the sample and sipper syringe was crimped, the water filter was clogged and there was a gasket issue on the water tank. The fse replaced the syringe and measuring cell tubing along with the pinch tubing, cleaned the water filter and greased the water tank gasket. Instrument performance testing passed.

Manufacturer narrative:
The investigation determined the event was caused by the tubing issue identified by the fse. The customer has had no further issues.